Event description:
The customer reported to olympus that when the camera head was plugged in, the image appeared black. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation was confirmed due to damage on the cable unit. In addition, evaluation found the following: the coupler unit was burnt, and the water tightness was lost also due to damage on the cable unit. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up (b3, b5) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the cause of no image was due to a cable failure. It is likely that water penetrated from the damaged part of the cable which flooded the cable and caused the failure. However, the specific root cause of the could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "never reprocess, or store this camera head with sharp-tipped instruments(tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred prior to a procedure with no patient involvement.